Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 24 mmol/l (432 mg/dl) and ketones, while wearing the pod on the back between 36 and 48 hours. The adhesive was loose and the cannula dislodged from the infusion site. At the hospital, the patient was placed on an insulin drip and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.